Manufacturer narrative:
Initial report had incorrect information related to event in summary narrative. Updated information has been provided with this report.

Event description:
Customer was treated with intravenous fluid and not intravenous insulin for a low blood glucose level. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was unknown. Customer was treated with intravenous insulin. The customer came out of emergency medical services three times. Customer stated there was red flashing light on insulin pump.the insulin pump will be returned for analysis.